Event description:
A nurse reported a 25 gauge infusion line became disengaged from a trocar during a procedure. Additional info provided indicated a suture was required due to a leaking wound (sclerotomy). The surgeon indicated it is possible the device caused or contributed to the event. Additional info has been requested.

Manufacturer narrative:
The customer did not retain a sample for this complaint report, functional testing could not be conducted. The customer's complaint history was reviewed for the period of one yr; this is one of six complaints reported for this issue. This is the first complaint reported against the finish goods lot and the DHR shows the product was released per specifications. No similar events for fit issues have been confirmed for 25 gauge product. The root cause is unk. Without a sample, it is not possible to isolate the exact root cause. (B)(4).